Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the cartridge was able to be partially filled. The customer continued to use the partially filled cartridge for insulin therapy. Customer's blood glucose level was 144 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.